Event description:
A customer contacted beckman coulter inc, (bci) stating that there was a small amount of greenish fluid leaking from the right side of their coulter lh500 analyzer. The leak was later discovered to be clenz. The customer was wearing personal protective equipment (ppe) at the time of the event. There was no exposure, or contact with the eyes or skin, open wounds or mucous membranes. There was no effect to patients or end user. The operator did not seek medical attention.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse inspected the instrument and found clenz leaking under the needle assembly. The fse performed shutdown and observed clenz leaking from the seal on the top portion of the needle bellows. The fse replaced the needle and performed shutdown and startup and no further leaks were observed.